Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was having issues with lost sensor alerts; while troubleshooting that issue a button error alarm was found in his insulin pump's alarm history. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; the alarm occurred in his sleep. The customer declined a pump replacement; no products were shipped or returned.